Event description:
It was reported that during final check with post-op CT, it was noticed there was an inaccuracy of all the trajectories and not all the verification point were perfect. There was no injury, no additional medical intervention, no delay. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign : italy. A full analysis of the data logs has been performed and permits to conclude that inaccuracy is confirmed for all 15 trajectories. The registration analysis shows that the registration was correctly executed and verified. The pre-operative fusion was correct. The deviation analysis shows that a shift was applied on trajectories implanted on the patient head¿s left side. The logs show that an unexpected shutdown occurred after sending the robot on trajectory b. This shut down is associated with a known software anomaly for which additional actions have been previously initiated to resolve. The robot was restarted but no verification was performed after restart. The trend of deviation also permits to assume that an undetected head movement occurred after the registration with a rotation of the head; however, this assumption cannot be confirmed. While the robot arm does not appear to change positions before and after the shutdown, patient head movement by other external factors during this time cannot be determined through the logs. The device was evaluated by a field service engineer (fse). A full preventive maintenance was performed, with no issues identified. The device was performing as intended. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.